Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was simply removed form the patient and the procedure was completed with a 2.25 x 12mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is no damage or irregularities to the balloon. The device was hooked up to an inflation device containing water and the device leaked water from the shaft starting at the exit notch. There is damage and a tear in the shaft at the exit notch causing the device to leak at that location. The damage and tear at the exit notch is consistent with damage that is caused by the guide wire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was simply removed form the patient and the procedure was completed with a 2.25 x 12mm non-bsc balloon catheter. No patient complications nor injuries were reported.